Manufacturer narrative:
Syringe was discarded after use, therefore no investigation was performed. There are no similar complaints regarding this lot of product. (B)(4).

Event description:
After administering the rhogam, the rn reports that the plunger and syringe disengaged while activating the safety shield, causing the rn to fumble and stick herself in the forearm.